Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted blood infiltration in the lumen. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations of high out of range pacing impedance and high threshold measurements. Detailed analysis did not reveal any abnormalities and determined that the lead was electrically continuous.

Event description:
Boston scientific received information that during an implant procedure, this left ventricular (lv) lead presented with pacing impedance measurements above 3,000 ohms after the lead was positioned. The pacing thresholds were also high at 4.0 volts. Several repositioning attempts were made but the same high out of range pacing impedance and high threshold measurements were observed. This lead was extracted and will be returned for laboratory analysis. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.